Manufacturer narrative:
The reagent lot is 87246401 and the expiration date is 31-aug-2026. The field service engineer (fse) replaced the reagent syringes and a valve, decontaminated the cuvette wash line, disassembled and cleaned the ultrasonic mixer, replaced and adjusted the gear pump head, and adjusted the cuvette wash level, acid solution, rinse solution, and base solution. Qc was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 207 patient samples on a cobas c513 analyzer commercial system. Refer to the attachment to the medwatch for all patient data. The samples were repeated on a different reagent pack on the same analyzer.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.